Event description:
It was reported that the right ventricular (rv) lead pacing impedance measurements of this implantable cardioverter defibrillator (ICD) system were low out of range below 200 ohms. Technical services (ts) noted that all other lead measurements were normal. Further monitoring was recommended. No adverse patient effects were reported. Currently, this ICD system remains in service.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance measurements of this implantable cardioverter defibrillator (ICD) system were low out of range below 200 ohms. Technical services (ts) noted that all other lead measurements were normal. Further monitoring was recommended. No adverse patient effects were reported. Currently, this ICD system remains in service. Later, this ICD was explanted during scheduled generator change out procedure after being implanted for over 12 years. A new ICD was successfully placed. This product was received by boston scientific for investigation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.